Manufacturer narrative:
Manufacturer's report date 2/20/1998. The instrument was not returned to the MFR for evaluation, however the error and event logs were down loaded from the instrument by the user facility and forwarded for evaluation. Based on the events contained in the pump's error and event logs, it was determined that channel "b" rate was changed from 4ml/hr by a series of key presses, and that the channel "b" volume infused was not checked after the reported incident on 5/6/1997. It is suspected that the rate had been inadvertently changed. The user facility has been instructed on the proper programming procedures contained in the operators manual.

Event description:
It was reported that the pump was set to deliver 4 mls of morphine at a rate of 4 ml/hr. When the infusion was checked by nursing it was noted that the rate was set to 105 ml/hr with a volume to be infused of 93 mls. There was no reported pt complication.